Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. While introducing the 2.50x12mm taxus liberte drug eluting stent (des), before reaching the entry sheath, the shaft of the device broke. The shaft break occurred outside the patient and no patient complications were reported.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 59.3cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. There was blood present on the balloon. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure and performance was limited.